Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported that the sensor fell off. The patient stated the sensor functioned for one to two hours before completely falling off. He stated that his normal routine during this period consisted only of sleeping and going to work. The sensor failed due to it falling off. When it came off, it did not provide any alerts or notifications. Following the failure of the sensor, the patient was developing symptoms of diabetic ketoacidosis (dka) ultimately leading to his hospitalization. At the hospital the patient was diagnosed with dka. Specific medications and treatments provided during the hospitalization were not confirmed. He was admitted through the emergency room and remained hospitalized for approximately 3 days, from (B)(6). The patient declined to provide further information about the event. At the time of the report the patient was fine. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.